Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A hypotube break was identified 63.2cm distal to the distal end of the strain relief. Multiple kinks were identified along the hypotube shaft. A visual examination of the balloon identified no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The bumper tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that the balloon failed to cross the lesion. The 90% stenosed, 15mm in length and 2.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon failed to cross the lesion. The procedure was completed with another of the same device. No patient complications reported and the patient was stable post procedure. However, the device analysis revealed that a hypotube break was identified 63.2cm distal to the distal end of the strain relief.